Manufacturer narrative:
The customer reported that there was a diabetic ketoacidosis (dka) episode, alone this is not considered an adverse event or serious injury. Trouble shooting was performed, the self-test. The customer performed a manual bolus of 0.2 u ; which was recorded onto history. The alarm history was checked no a or e alarms are affecting memory.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a history anomaly on the insulin pump. Customer reported that they ran a manual bolus of .2 units of insulin and the bolus was not recorded into the history. Customer's blood glucose levels at the time of the incident ranged from 123 to 288 mg/dl. Customer reported that there was a diabetic ketoacidosis (dka) episode. Customer did not report any alarms associated with the issue. Product is not being returned or replaced.